Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation of sample. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "aspiration of gel into the sample probe of the auto analyzer from the sst tubes #367956. There may be consequent assay interference which is leading to frequent random variations in the test results. This issue has been happening the past 15 days with some of the samples."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 4 retention samples from bd inventory were evaluated and no issues were observed relating to poor barrier separation as all samples met specifications. 4 retained tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation of sample. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "aspiration of gel into the sample probe of the auto analyzer from the sst tubes (B)(4). There may be consequent assay interference which is leading to frequent random variations in the test results. This issue has been happening the past 15 days with some of the samples."